Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's scs system was explanted approximately six months after implant. The pt stated stimulation was ineffective in relieving her pain and/or had made it worse.